Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported having low blood glucose last month. The paramedics were called four times, and she was admitted in the hosp twice. The customer stated that she was given two glucagon shots and her blood glucose went down to 73mg/dl. The customer's blood glucose reading was 187 mg/dl when she left the hosp. Troubleshooting was performed. The settings on the insulin pump were correct. The customer stated that she started to take a medication two months ago, and she noticed that her blood glucose have been going down. The customer stated that the doctors at the hosp do not believe it is the case. No further info was provided.